Event description:
An occlusion event was reported earlier in the day, which caused the customer¿s blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor reading ¿high.¿ specific blood glucose value was unknown. The customer took corrective action by administering a correction bolus via the pump and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.